Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing; after disassembling the device to determine root cause, the report was no longer seen. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.